Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with blood glucose rising to 380 mg/dl and stabilizing only after the caregiver changed the infusion supplies; the caregiver and user suspected a loose connector from removing the device from a pocket, and the device did not generate alerts. Symptoms included feeling off. Outcomes included recovery after site and supply replacement with no hospitalization. Investigation included troubleshooting and user education completed by support. Investigation of this case revealed a cause could not be determined, with user-reported suspicion of a connection or site issue but no device alerts or confirmed malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.